Event description:
It was reported the patient presented remotely via (B)(6).net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was responsible for non-sustained right ventricular oversensing alerts for post-paced t-wave oversensing. No changes or interventions were reported. There were no patient consequences.

Event description:
New information noted programming changes were implemented and the post-paced t-wave oversensing persisted. New programming changes were discussed; no changes or interventions were reported. There were no patient consequences.